Event description:
It was reported that following placement - it was observed that end section of catheter looked stretcher. Line removed and new line inserted. Investigation of the returned sample reveals that the cuff is missing.

Manufacturer narrative:
The complaint of a missing surecuff is confirmed. Upon receipt the surecuff is missing from the catheter. Cured adhesive residue is seen adhering to the catheter where the surecuff site would be located. A partial tear in the tubing is seen where the surecuff site would be located. The partial tear in the tubing is only seen on the catheters outer tubing. The inner tubing is unremarkable. The tissue ingrowth cuff does not have the same capability to stretch as does the silicone tubing. This may have resulted in the tubing separating (partial tear) from the cuff as the tubing was stretched. At this time the mechanism of damage is undetermined. A lot history review (lhr) of huvd1289 showed no other similar product complaint(s) from this lot number.